Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily tortuous and heavily calcified lesion causing the reported failure to advance. During removal the device interacted with the difficult anatomy once again causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the mid left anterior descending artery. A 3.0x15mm xience skypoint stent delivery system (sds) was advanced with a guide extension catheter; however, the sds failed to cross due to resistance with the anatomy. The sds was removed, but resistance with the anatomy was felt. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.